Event description:
It was reported that the patient had sepsis. The sepsis was resolving as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for mlp-032030 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to the hospital with sepsis and was treated with empiric antibiotics. The patient's health continued to decline and because of that the patient's wife decided for the patient to go home on hospice care where the patient passed away on (B)(6) 2022. It was reported that the pump functioned properly and the death was not device related.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.